Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the stent delivery system was returned for analysis. A visual and tactile examination of the device found that there were multiple hypo tube kinks along the full catheter length. No issues with mid shaft, inner or outer polymer extrusion. The crimped stent, balloon sections of the device were visually and microscopically examined and strut 3 from the proximal end of stent lifted, pushed back distally. Strut 4 from the proximal end of stent lifted, pushed back distally. Strut 13 from the distal end of stent lifted, pushed back distally. No issues noted with balloon. The tip was visually and microscopically examined and no issues were noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on 06-dec-2016. It was reported that crossing difficulties were encountered. Vascular access was obtained via the femoral artery. The 95% stenosed, 28x4mm, eccentric, de novo, with a <= 45 degree bend target lesion was located in the moderately tortuous and mildly calcified mid left circumflex (lcx) artery. After predilation was performed with a 3mmx20mm balloon catheter, a 3.50x32mm promus element¿ plus drug-eluting stent was then advanced but resistance was encountered and the device was unable to cross the lesion. The device was removed from the patient's body and an additional predilation was performed with a 3mmx20mm balloon catheter. The procedure was completed with a 4mmx28mm promus element¿ plus stent. No patient complications were reported and patient's status was stable. However, returned device analysis revealed stent damage.